Event description:
The ventilator restarted and alarmed while in use on a patient. The customer reported there was no pt harm. The respironics service tech was able to duplicate the customer reported problem. The service tech replaced the power supply to correct the problem. Final testing was performed and passed per operating specifications.